Manufacturer narrative:
It was subsequently reported that stent deformation did not occur. The event is only that the lesion was severe, and the stent did not pass. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis : photo 1; image shows the distal and proximal portion of a device and a portion of a shelf carton. Deformation was evident to the proximal stent wraps. The lot number printed on the luer corresponds with the lot number on the label of the shelf carton and the lot number reported in gch. Photo 2; ¿not passing¿ situation statement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a severely tortuous and calcified lesion located in the mid lad exhibiting 90% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was predilated. It was reported that the stent failed to cross the lesion. It appears from the attached image that stent deformation occurred during positioning. Patient status is alive with no injury.